Event description:
Device malfunction: failure to deploy-thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during thumb advancer deployment, resistance was felt, the exchange sheath did not split completely, and the clip did not deploy. The safety release button was used unsuccessfully. The device was removed using counter-traction and an assertive pull. When the device was removed, carving was noted at the proximal end of the flex-guide shaft. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with any additional relevant information.